Event description:
It was reported that during implant procedure, the new right ventricular lead exhibited difficulty to be inserted into the catheter. Upon passing, the lead was attempted to be placed multiple times resulting in helix extension failure. The lead was not installed and the procedure was completed using a new lead on (B)(6) 2023. There were no patient consequences.